Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. The customer experienced an elevated blood glucose (bg) level. Bg value not provided. Customer¿s blood glucose (bg) level was "high"; although specific value was not provided with small ketones. A correction bolus was delivered to address bg. Additionally, it was reported that occlusion alarms occurred. Customer changed supplies to address the issue and insulin delivery was resumed.